Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false negative result. (B)(4). The following has been provided by the initial reporter: it was reported that the customer feels that our product gave her a false negative.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation:this summarizes the investigation results regarding a complaint that alleges ¿customer tested¿ with the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿and had a negative result. Customer tested again using a different product and got a positive result¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false negative result. Eua#(B)(4). The following has been provided by the initial reporter: it was reported that the customer feels that our product gave her a false negative.